Manufacturer narrative:
The failed sample was returned to vygon and the results of the evaluation are as follows: the returned sample was examined. The catheter leaked at the fixation wing. Microscopic inspection showed that a hole was visible where the catheter was torn out of the fixation wing. Based on the product incident report form, the customer used alcohol based chloraprep as disinfectant; please note that the product IFU warns: - "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." - "avoid any contact of the catheter tubing to alcohol containing disinfectants." - "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." The batch history records were checked, no abnormalities were found. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. In total, 3 complaints for batch number 8023299, and 1 complaint regarding a leaking catheter at the fixation wing on code 4g07125232 have been received in the last three years. These complaints all originated from the same hospital. The issue was discussed with the vygon sales representatives, annie sarazin and rob hartley, who met with the pshmc & children's hospital clinical lead in the nicu. She indicated that the case of these leaks could be due to the clinical practice of leaving a 10ml syringe connected to the hub while waiting for x-ray. The weight of the syringe could be causing a tensile force that causes the leaks and breaks as reported. The issue could not be determined to be cause by manufacturing; therefore no further corrective action will be initiated at this time. Additionally, based on discussion with sales and this account, the issue has not reoccurred since the clinical staff stopped leaving the 10ml syringes connected. Vygon will continue to monitor for this issue.

Event description:
PICC was inserted on (B)(6) 2019. On (B)(6) 2019 PICC required a dressing change. Upon removal of old dressing, fluid leaking was noted from cracked catheter where it was secured in the fold of the foot/lower leg. PICC was removed, and replaced, no apparent harm to patient.

Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
PICC was inserted on (B)(6) 2019. On (B)(6) 2019 PICC required a dressing change. Upon removal of old dressing, fluid leaking was noted from cracked catheter where it was secured in the fold of the foot/lower leg. PICC was removed, and replaced, no apparent harm to patient.